Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Internal wires were not exposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: "it's a bit difficult to confirm any damage with the photo provided but there appears to potentially be a slight kink in the conductor wire (pointed out below). The instrument would need to be returned to confirm.". The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had damaged to the insulation on the conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the damage to the instrument was first observed in spd (sterile processing department), not intraoperatively. The damaged cables included a black conductor wire with compromised insulation, but the silver pitch/grip cable was unaffected. There were no signs of cautery loss, thermal damage, or arcing. The procedure was completed with the same instrument, and no fragments were reported to have fallen inside the patient. The instrument was returned for isi evaluation, and photographic images were emailed with the RMA number, which were also attached again for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.